Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
A patient prescription form was submitted for a patient's right distal femur. The reason for revision is due to fracture of the stem.